Event description:
The customer stated that the device was powered on during a flight and the screen blanked out. No patient involvement. A secondary finding by factory service indicates an ECG comm error when received.

Manufacturer narrative:
Result - no failure of the display is identified. Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint of the display blanking out could not be duplicated. The device was extensively tested and during all testing, no failure of the display was identified. A secondary finding by factory service is that upon power up, an ECG comm error was identified. The cause of the communication error is due to a weak connection between a cable and its associated cable. This failure is resolved by the soldering of the cable directly to the circuit board. The device was repaired and returned to the customer.